Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4: lot number: corrected. Section d4, primary UDI number: corrected.

Event description:
It was reported that the patient had frequent low flow alarms and log files were submitted. The log file captured speed drops less than the low speed limit and pump stops between (B)(6) 2023 at 04:56 and (B)(6) 2023 at 06:42. It was noted that this type of behavior had been linked to potential issues with the percutaneous lead. The issues appeared to only occur when connected to the power module; the patient was connected to battery power until further investigation was completed to prevent further interruptions in support. X-rays were performed to identify the possible location of where the compromise in the percutaneous lead was. A distal-end driveline replacement was performed on (B)(6) 2023 and the entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable and the alarms did not return. They were to be monitored for several hours and there had been no further low flow alarms, speed drops, or pump stops. The patient was discharged and during a follow-up, they were doing well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced portion of the driveline confirmed external wire damage that could have contributed to the reported alarms and pump stop events captured in the submitted log file. The system controller log file contained events from 21oct2023 through 23oct2023. Low speed and pump stop events were captured throughout the file, while the patient was connected to the power module and the mobile power unit (mpu). Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. No other notable events or alarms were captured. A distal-end driveline replacement was performed on 27oct2023 and approximately 19.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Tongue depressors were taped to the driveline approximately 4¿ ¿ 10" from the metal connector. Layers of tape were also observed approximately 1.5" - 5.5" and 12.5" - 16" from the metal connector. Upon removal of the outer jacket, the bionate layer showed evidence of damage approximately 5.5¿ from the metal connector. Fraying and breakdown in the metal braided shield was observed approximately 3¿¿ ¿ 17¿¿ from the metal connector, which allowed a large portion to break off when the bionate cover was removed. Visual inspection of the wires confirmed breaches in the insulation of the brown and black wires approximately 5.5¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The driveline was then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the brown or black wires contacted the braided shield while operating on a tethered power source such as the power module or mpu the resulting short to ground could have resulted in the alarms and pump stops that were confirmed through the submitted log file. It was reported that no further alarms were observed following the driveline replacement. The patient was discharged home and was reportedly doing well. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook also instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook further instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.